Manufacturer narrative:
The subject device was returned, evaluated, and as noted in b5 - the unit was not displaying an image and was instead producing an e216 error code. It was also noted during the device evaluation the unit had experienced fluid invasion at the biopsy port. Consequently, though a definitive root cause could not be determined, its likely that the reported failure mode was the result of an electrical component failure due to fluid invasion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation it was discovered that the olympus gastrointestinal videoscope was not producing an image and was instead displaying an e216 error code. This event had no patient involvement.